Event description:
It was reported the patient is unable to establish communication between his ipg and charger. It is unknown when the patient last recharged the ipg, or when stimulation was lost. The patient may undergo surgical intervention as the next course of action. Please note the actual event date is unknown at this time.

Event description:
Follow-up information revealed the patient had not recharged her ipg since last year.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.